Manufacturer narrative:
Section d4: the lot number of the device was updated based on additional information provided by the customer. Section g: the manufacturer site information was added to this report. Section h4: the device MFR date was added on this report.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device, prior to the device being fired. The user removed the lancet and replaced it with a new one from the same box. The new lancet worked correctly and was not protruding past the end cap. Upon comparison of the two different lancets, the user reported that one is significantly longer than the other one. The user reported that out of the box of 200 lancets, two to three of them were longer than normal. The user did receive an accidental fingerstick from the protruding lancet, however no treatment was required.